Event description:
On (B)(6) 2016 patient specimen, barcoded primary plasma tube plasma tube, tested for troponin on the tosoh aia-2000. At 16:31 result = 4.25 ng/ml (positive). At 17:54 specimen repeated, result = 3.38 ng/ml (positive). At 18:34 hama blocking tubes used with specimen, retested, result = 2.25 ng/ml (positive). Specimen sent to reference lab and it was tested on the beckman access, result was negative. No specimen remained for additional testing. Patient had presented through the ER and the testing lab did not have any information on the diagnosis, prior treatment, or patient history other than the md indicating that the patient had no cardiac symptoms. On (B)(6) 2016 tosoh bioscience notified of false positive troponin. No issues had been noted with the tosoh aia-2000. Root cause: specimen interference suspected.

Manufacturer narrative:
The following corrections were recorded in the present supplemental MDR in the noted sections: a1. - unk a2. - unk a3. - unk a4. - unk a5. - unk a6. - unk b2. - blank field b5. - please see h10 b6. - n/a b7. - n/a section c - suspect product(s) - no d1. - aia-2000 d2. - aia-2000, product code: kho d3. - tosoh corporation shiba-koen first building 3-8-2 shiba / minato-ku tokyo 1058623 japan d4. - model # - aia-2000 d4. - catalog # - 022101 d4. - serial # - 80060806 d4. - lot # - blank field d4. - expiration date - blank field d4. - UDI - 80060806 d5. - health professional e2. - yes e3. - health professional f3, 4, and 5. - doria esquivel 6000 shoreline court suite 101 south san francisco ca 94080 USA (650)636-8123 complaintsspecialists@tosoh.com f7. - follow-up #1 f12. - outpatient diagnostic facility f14. - tosoh corporation shiba-koen first building 3-8-2 shiba / minato-ku tokyo 1058623 japan g1, 2. - doria esquivel 6000 shoreline court suite 101 south san francisco ca 94080 USA (650)636-8123 complaintsspecialists@tosoh.com g1, 2. - tosoh corporation shiba-koen first building 3-8-2 shiba / minato-ku tokyo 1058623 japan g3. - health professional g4. - 12/23/2016 g5. - k971103 h1. - malfunction h2. - correction / additional information h3. - no / resolved over the phone / not returned to manufacturer h4. - 06/01/2010 h5. - no h6. - patient code(s): 2692 device code(s): 2456 method code(s): 10 result code(s): 114 conclusion code(s): 19 h8. - reuse h10. - the probable cause of the event was specimen handling. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.